Manufacturer narrative:
Attempts were made by boston scientific to obtain additional details; however, no further details were made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out of range atrial pace impedance measurement measuring greater than 2,000 ohms. An x-ray has been performed and no fracture was noted. It also appears that the lead is fully inserted into the header. The patient went into atrial fibrillation (af) during the implant procedure therefore, complete ra lead testing was not performed. No adverse patient effects were reported. The patient was in sinus rhythm and programmed to pace/sense in the ventricle only. This product remains in-service.